Event description:
Boston scientific received information that the right atrial (ra) lead displayed increased pacing impedance measurements from the remote patient monitoring system. No adverse patient effects were reported as a result of this clinical observation. The boston scientific sales representative indicated that the device was programmed to vdd, therefore, no pacing was occurring in the ra. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.